Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services reviewed the data and it appeared there was noise which was oversensed and resulted in the patient receiving one inappropriate shock. The noise may be related to movement. Technical services recommended to ask what the patient was doing at that time. It was noted there are qrs events throughout the noise. Then at the end of the episode the device switched to alternate. The shock did not appear to affect the rhythm as it was non-sustained rhythm beforehand. At this time, the system remains in service. No adverse patient effects were reported.